Event description:
It was reported that during a laparoscopic hysterectomy procedure, the balloon was burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? Intra-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information was the sales rep present during the event? No.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the device had a cut in the balloon, likely caused by a sharp instrument. The batch history records were reviewed with no anomalies noted.